Event description:
Nuc tech was starting a "tomo" using contour, the contour had been drawn and started view #1 and the arm started to move to starting position. The arm moved past the start radius position coming into contact with the patient. The tech pressed the stop button on hand control and removed the patient. The tech was using the system without the safety pad installed.